Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis and the following attributes were examined. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30june2021. It was reported that the device could not cross the lesion. A 38 x 2.50 promus premier balloon expandable stent was selected to treat a calcified lesion within the right coronary artery. The stent could not cross the lesion due to the severity of the calcification. The procedure was rescheduled. No patient complications were reported. However, device analysis revealed stent damage.